Manufacturer narrative:
The event of bacterial infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are: extreme hormonal disturbances, multiple hospitalizations for muscle pain, kidney failure, bacterial infections, acute depressions, that the device is defective.

Event description:
Patient¿s representative reported "bacterial infections." Additionally reported "extreme hormonal disturbances, multiple hospitalizations for muscle pain, kidney failure," and "acute depressions"; these events are not related to the device. Explant status unknown. This record is for the right side.